Event description:
Additional information was received that the explant was device-related. The pump was replaced on (B)(6) 2016 due to it nearing end-of-life (eol). It was also noted the catheter was replaced because it was fractured. The pump and proximal catheter segment were returned to the manufacturer on 2/24/2016. It was stated that there was "no injury" to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 500 mcg/ml at dose rate of 60 mcg/day via an implantable pump for cerebral palsy and intractable spasticity beginning (B)(6) 2016; therapy was ongoing. It was reported that the catheter was broken in the pump pocket. The date of the event / difficulty was approximately (B)(6) 2014. An x-ray performed in (B)(6) 2015 (specific date not provided) showed a catheter breakage, however it was noted as having been missed by the radiologist. Periodic dose increases were being done in order to try to increase efficacy of the intrathecal baclofen (itb). Eventually the break was discovered on (B)(6) 2016 via x-ray and the baclofen/pump was weaned down and preservative free normal saline (pfns) was put into the pump. The patient was seen on (B)(6) 2016 for a pump refill and was also seen by an hcp on (B)(6) 2016 regarding an office visit. The catheter was later revised/repaired and a new pump was noted as also having been placed as the pump was very near end of service. A new pump was placed and a partial catheter explant occurred on (B)(6) 2016. Only the proximal part of the tubing including the sutureless connector was explanted. The remaining catheter was functioning and confirmed via cerebrospinal fluid (csf) flow. The distal part of the catheter was noted as having been encased in scar tissue and when it was dissected out it started to drip csf. The surgeon added a new pump segment piece and confirmed proper csf back flow. The hcp discarded the explanted portion of catheter. Regarding the newly implanted baclofen pump and catheter revision, they started over with a low dose of baclofen. Following the procedure, the patient remained in the hospital overnight and left the hospital the morning of (B)(6) 2016. While in the hospital, in the evening of (B)(6) 2016 and in the morning of (B)(6) 2016, the patient's tone was low. The patient left the hospital with no routine oral baclofen but with a supply in case of high tone. It was noted that before the hospital admission the oral baclofen dose was 40 mg/day in divided doses. It was noted that the patient was not constipated and takes powder pudding regularly and had a soft bowel movement on (B)(6) 2016. As per the pump's log, baclofen with concentration 500 mcg/ml was administered at a simple continuous dose rate of 50.04 mcg/day as of (B)(6) 2016. The cause of the catheter break was unknown. The issue was resolved at the time of the initial report; however the patient's status was not specified. The drug lot number of lioresal was reported as having been unknown. If additional information is received, a follow-up report will be submitted. The patient's medical history included generalized spasticity in upper and lower extremities as a result of cerebral palsy, spasticity, lissencephaly, otitis media, bronchiolitis, dysfunction of eustachian tube, astigmatism, constipation, gastroesophageal reflux, lethargy, seizure disorder, cognitive impairment, infection of toe, myopia of both eyes, cortical visual impairment, hip dysplasia, history of pulmonary aspiration, food allergy, allergic rhinitis, dysphagia, encounter for vitamin deficiency screening, screening for iron deficiency anemia, heat intolerance, testicular torsion, and obstructive sleep apnea. Allergies included peanut, other allergen, animal dander, nuts (tree nuts and other), and seasonal. The patient's concomitant medications included albuterol (2.5mg/3ml (0.083%) neb solution), baclofen (lioresal 10 mg tablet), beclomethasone (qvar 80mcg/actuation inhaler), clonazepam( 0.125mg disintegrating tablet), epipen ( 2-pak 0.3mg/0.3ml 1:1,000 injection), guar gum packet, lactobacillus acidophilus (probiotic oral), lamotrigine (lamictal odt 100mg disintegrating tablet), lamotrigine (lamictal odt 25mg disintegrating tablet, lansoprazole (prevacid sol utab 15mg disintegrating tablet), levetiracetam (keppra 100mg/ml solution), lidocaine-prilocaine (emla 2.5-2.5% cream), mometasone (nasonex 50mcg/actuation nasal spray), multivitamin with iron (tab-a-vite w/iron tablet), omega-3s/dha/epa/fish oil (omega 3 oral), o xycodone (roxicodone 5mg/ml solution), polyethylene glycol 3350 oral), sodium citrate-citric acid (oracit 490-640mg/5ml solution), and topiramate (topamax 15mg sprinkle capsule. It was further noted that regarding immunizations/injections, influenza quadrivalent (preservative free injection, age 3 years and older; inject- seasonal) was administered on (B)(6) 2015.